Event description:
The strike knob broke loose.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4) reports the strike knob broke loose. Conclusion and justification status: the complaint states the strike knob broke loose. The investigation confirms the failure mode as reported. Examination of the device confirms that this product was manufactured to a previous design. The new design has been released. It should be noted that this device was made from the previous design. No further actions are identified. The complaint shall be closed with a justified conclusion and entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.